Event description:
The customer has reported there is no voice or sound communication from the gantry microphone. Philips field svc engineer (fse) has confirmed the operator was unable to hear the pt and has replaced the gantry microphone board assemblies and audio boards. There is no reported harm to a pt or an operator as a result of this issue. Philips fse determined that the audio system failing to operate was the result of failed audio components in the gantry.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).